Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Device was exhibiting far r-wave oversensing. Programming changes were recommended. No further information available.